Manufacturer narrative:
Describe event or problem - additional information was obtained.

Event description:
Additional information identified that the patient recharged the ipg a day before the surgery. Ipg was replaced due to increased frequency in charging (patient charged the ipg every day or every other day) reportedly, there was no indication of malfunction identified. Ipg provided 24 hours of therapy between charging which meet or exceeded the device requirements. As a result, the event is not reportable.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was deemed inoperable. As a result, the patient's ipg was explanted and replaced with a different model to resolve the issue.